Event description:
It was reported that there was rising right ventricular (rv) pace sense lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead had a rising trend and was beyond the expected upper range. Pacing impedance has been steadily rising since 2013 and was 3135 ohms on (B)(4) 2014.

Event description:
The lead was later partially explanted and replaced for the continued high impedance. Chronic high thresholds, intermittent capture and possible fracture were also reported.

Event description:
It was further reported that the rv lead showed continuous high impedance. It was also noted that the rv pacing impedance was stable however elevated.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.